Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No unexpected insulin flow blocked alarm noted. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and received an insulin flow blocked alert. The customer did not mention any symptoms of their blood glucose levels. The customer treated in bolus. Customer's current blood glucose value was 420 mg/dl and the blood glucose was 490 mg/dl at the time of incident. Troubleshooting was performed. The customer had was admitted to hospital on (B)(6) 2018 - 7 am. The blood glucose value when admitted to hospital was 572 mg/dl. The customer complained about diabetic ketoacidosis, feeling nauseous, vomiting and difficulty in breathing. The customer wearing the pump at time of hospitalization. Customer received an insulin flow blocked alert and performed 5.0u fill cannula. Customer states the insulin did not exit. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation the product was returned for analysis.